Manufacturer narrative:
H3 other text : customer refused quote for service.

Event description:
It was reported to philips that the co2 module was not working. The customer requested assistance from a philips representative. The customer explained that the co2 module for their device was faulty and needed to be replaced. The service order was initiated as a means for the customer to obtain a quote for the cost of repair at the bench and an evaluation of the device was not requested at this time. Based on the available information, it was determined that this was a malfunction of the co2 module. The customer was provided a quote for the cost of the repair and will create a new service order if they wish to resolve the reported issue. The device remains at the customer site and no further assistance was required or requested.

Event description:
It was reported to philips that the co2 module was not working. There was no patient involvement.